Event description:
It was reported that the ventilator had a peep (positive expiratory end pressure) issue. There was no patient harm manufacturer'rs ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a peep (positive expiratory end pressure) issue. The ventilator was investigated by our field service engineer on site. The reported issue could not be reproduced. No deviations or abnormal found during ventilation for a few hours. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #: (B)(4).